Manufacturer narrative:
Additional information was added to h4 and h6. H4: lot manufactured between may 10, 2019 to may 13, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d10, h3 and h6 (replace 4114 with 10, 3221 with 213, and 4315 with 67). H10: the actual sample was received for evaluation. Visual inspection was performed using the naked eye which revealed reddish-brown particles, embedded in the material of the tubing. The particles were subsequently identifed by fourier-transform infrared spectroscopy to be a mixture of polyvinyl chloride (pvc) and phthalate material. Pvc is a raw material of the tubing line. Fragments of burnt pvc can potentially be embedded in the material of the tubing during the extrusion process of the tubing. The reported particulate was identified; however the size of the particulate met manufacturing specifications and was determined to be conforming product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were red particles in the tubing of a small volume intermate. This issue was identified during an unspecified process step. There was no patient involvement. No additional information is available.